Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. Distributor did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. However, the device does not turn on. An interior inspection was performed and the inspection passed. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test was performed and the test failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.